Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, further information was provided documenting that the valve was explanted due to low positioning in the aortic position, resulting in aortic insufficiency (ai) and causing interference with mitral inflow. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. 2015691-2015-00953

Event description:
As reported, the valve was explanted due to low positioning in the aortic position, aortic insufficiency (ai) and the valve was reported as causing interference with mitral inflow. Of note, the patient expired, not related to valve explant. The patient's heart function had deteriorated due to right heart failure. During the initial valve deployment, extremely high forces were encountered during insertion of a 23mm sapien xt on a novaflex+ system through the 18f esheath. During deployment of the sapien xt across the annulus, the system shifted more ventricular. The system was adjusted and the valve landed 50:50 in the aortic annulus. During wire retrieval, it appeared that the valve moved towards the left ventricle. While re-crossing the sapien xt with a wire and catheter combination, the valve embolized into the left ventricle. A second 23mm sapien xt valve was prepared and during deployment the delivery system shifted ventricular. The system was adjusted and the valve landed 30:70 aortic/ventricular. It was noted on echo that the patient developed severe mitral regurgitation. The mitral apparatus appeared damaged, perhaps by the guide wire, necessitating conversion to open heart surgery to replace the mitral valve. At this time, the sapien xt was removed from the left ventricle. At the end of surgery, the patient was in stable condition and transported to recovery. The echo findings across the second sapien xt were trace aortic insufficiency and paravalvular leak.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 9 months post implantation, the 23mm sapien xt valve was explanted for reasons unknown at this time. A surgical aortic valve was implanted in its place. Further information has been requested to determine the root cause of the event.